Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed motor error and also had a damage. Troubleshooting for motor error was performed. The customer¿s blood glucose level was 5.8 mmol/l at the time of the incident. It was reported that the drive support cap appeared normal and that the insulin pump was not exposed to high magnetic fields. It was reported that a motor position encoder error was also received. Troubleshooting for damage was performed. It was reported that there was a crack on the battery port/side and the customer did not know how it occurred. Per both troubleshooting, it was reported that the customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.